Event description:
It was reported that the plaintiff underwent a craniectomy during 1994 where vicryl sutures were used. After surgery the plaintiff claims infection and injuries developed as a result of contaminated sutures.